Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device received with currents in specification.

Event description:
The customer reported that insulin squirted out during the manual prime test process and the device alarmed. The customer also mentioned that the insulin pump was stuck in the bolus delivery loop. The blood glucose reading was 341mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.